Event description:
Patient informed pharmacy that crono pump for remodulin IV serial number (B)(4) was alarming with no error message. She tried switching batteries but that didn't help either. Pharmacy will send her a pump replacement and return box for malfunctioning pump. She did not miss any therapy as her other pump is working fine. No other information provided. Reported to (B)(6) by: patient/caregiver. Dose or amount: 1.8ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pah.